Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the unlock screen became frozen on the pump screen and the customer was unable to clear it. Additionally, it was reported the wall adapter was not charging the pump. The customer's blood glucose was 167 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.